Event description:
The customer reported that artifacts appeared in pt images. There is the potential or misinterpretation and/or mistreatment from an unrecognized artifact.

Manufacturer narrative:
Pr#: (B)(4). We will file a follow-up MDR at the completion of the investigation. Initial MDR mailed on (B)(4) 2013.

Manufacturer narrative:
(B)(4). The customer reported images from hypophisys studies exhibited a recognized ring artifact the artifact was described as being circular and concentric. Philips service confirmed there was no misinterpretation or mistreatment of the patient and the customer determined that a rescan was necessary. The rescan was scheduled for a later date. The customer stated that when air calibrations were performed, the artifact was removed; however, the next day the artifact appeared again. The philips service engineer (fse) evaluated the CT system and determined there was hardware damage in two detectors. The fse confirmed the two detectors had not completely failed, but had low gain, which is why the daily air calibration was necessary to temporarily eliminate the ring artifacts. The fse performed the bad detector test, fee test, ring identification tests, and air calibrations and determined the two g-type adm, single detector modules needed to be replaced. The g-type adm, single detector modules were replaced and the fse performed a phantom calibration, air calibrations and hounsfield correction (hcro) calibrations to resolve the issue. Raw data and dicom images were not made available for the investigation and the root cause of the ring artifact could not be confirmed. Since log files, raw data, and dicom data was not provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the philips field service engineer, the probable cause of this issue was due to failing detector modules.

Event description:
The customer reported that artifacts appeared in patient images. There is the potential for misinterpretation and/or mistreatment from an unrecognized artifact.